Manufacturer narrative:
The customer's observation was not replicated. The retain devices yielded positive results with cutoff control and strong positive control. Mfg document review did not observe any failure. The product performed as expected. The issue will be tracked and trended. As there is no indication of a product deficiency, no corrective action is required at this time.

Event description:
Caller alleging receiving false negative hcg pregnancy tests. Pt thought that she was pregnant. Staff performed 3x surestrip tests and all gave negative results. Subsequent blood test was positive (exact value unk). Person reporting case did not perform tests. No additional info provided. No reported adverse pt sequelae.